Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately high compared to her feeling/ normal result(s) as well as inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2013. The patient¿s testing frequency is not known and according to the csr¿s documentation, the patient does not manage her diabetes with medication and/or insulin. At an unspecified date/time, the patient reportedly obtained blood glucose readings of ¿128 and 86mg/dl¿ with the subject performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. On (B)(6) 2013, the patient reportedly consumed more food/drink in response to the alleged issues; however, the patient¿s blood glucose reading with the subject meter prior to consumption is not clear. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed (a week later) symptoms of blurry vision, shaking, and felt cold; however, the patient denied receiving any form of medical intervention after the alleged issue began. It would have been helpful to know the following: what the patient¿s previous blood glucose reading was prior to the onset of her symptoms and what action she took in response to the previous reading; what her reading was during her symptoms and if she correlated her symptoms with high or low blood glucose; if the patient had made any changes to her activity level, meals, or diabetes management prior to the onset of her symptoms; and when her symptoms abated. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.